Manufacturer narrative:
Root cause: user error. Explanation: physical investigation of the instrument revealed that the teleport outer handle was broken at the feature which locks with the intermediate handle. This occurs when the user does not release the "pull 2" button while actuating the outer handle off the intermediate handle. The report indicates the surgeon used a mallet during the case. The sales rep should be reminded that a mallet or hammer should never be used for insertion of the teleport. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned outer handle visually inspected. Handle was broken at the feature which locks with the intermediate handle.

Event description:
Plastic lock broken. The surgeon utilized a mallet during the case. There were no complications to the patient.